Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false air in line alarm was not reproduced. A review of the event history log revealed 'air in line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification ultrasonic sensor. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported. That a spectrum iq pump would always detect air in the tubes. Despite there being no air in the tubes. This occurred, during testing at the biomedical service department. There was no patient involvement. No additional information is available.